Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked case at reservoir tube window corners. Unit received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had intermittent button response. The customer also reported that the buttons were not responsive during bolus. The customer's blood glucose was 196 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.